Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that implants were inserted on 2 different dates as a partial revision was performed on the second date, (B)(6) 2021. A der was submitted at that time. First 3 items listed were left from (B)(6) 2020 procedure, the rest were placed in may 21. Patient complained of tibial pain. Xrays appeared to have lucencies on the tibial side so a tibial side revision was planned. Insert and femoral component were removed for exposure, then tibial tray and stem were removed, but the tibial sleeve was found to be well fixed. The surgeon wanted to shorten the adapter on the femoral sleeve and when trying to remove the adapter the femoral sleeve and stem were extracted. At this point, a tibial and femoral revision were perfumed uneventfully. There was no patient harm. Doi: (B)(6) 2020. Dor: (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this complaint was not returned. Photo evidence of x-rays provided was reviewed and no product issue was identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found 1 nc associated with this product code 151111101 /lot code j68w64 combination. However the nc is not related tot he current reported allegation.